Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece for analysis. Visual and x-ray examination found no anomalies. Electrical testing found no shorts or conductor fractures.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, upon interrogation, the left ventricular (lv) lead exhibited failure to capture. The lv lead was not used and the procedure was aborted. The patient was stable.